Manufacturer narrative:
One unit was received for evaluation outside of original packaging. Visual inspection was conducted no discrepancies found. Leak testing was then conducted in an attempt to replicate the failure mode reported. No leakage was detected and the device functioned as intended. A review of DHR records for the provided lot number was also conducted and confirmed all inspections were completed prior to release and no discrepancies were found. Root cause for reported event cannot be established as device functioned as intended with no leakage.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical trach tube had a air leakage from the v-shaped connector of the breathing circuit. There was no patient injury. There were no reported adverse events.